Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1g, every fifth day, ongoing, route not reported) and amikacin injection (500mg, every third day, ongoing, route not reported) for peritonitis. At the time of this report, the patient was discharged from the hospital and was recovered from the event. Pd therapy was ongoing. No additional information is available.